Manufacturer narrative:
The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open, with both ends having slight fraying and the middle section having no damage. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause of this event. Additionally, the pipeline braid was found to be slightly fraying at both ends. However the cause for the damage could not be determined. Per our instructions for use (IFU): "choose a ped with labeled diameter that approximates the target vessel diameter. Select an appropriately sized ped such that it is fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration." All devices are 100% inspected for damage and irregularities during the manufacturing process.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during release of the device, the device fell into the aneurysm. It was reported that the device was snared and removed from the patient. There was no patient injury. It was further reported that the patient was being treated for an aneurysm located in the ophthalmic segment of the right internal carotid artery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.